Event description:
It was report that this system gave an inappropriate shock due to oversensing of noise. The shock induced ventricular flutter. A second shock successfully converted the ventricular flutter. Also, the smart pass feature had programmed itself off due to decreased intrinsic amplitudes. There were no additional adverse patient effects. The system remains implanted.